Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the subject device being returned to olympus without conducting/completing reprocessing at the facility. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the reportable malfunction identified in b5: the nozzle was clogged by an organic foreign material. The following non-reportable findings were found during device evaluation: charged coupled device unit cover lens was chipped, distal end light guide rod lens (3x) were cracked, plastic distal end cover was cracked, connecting tube was snaky, control unit scope cover was cracked and leaky, universal cord had wrinkles, angulations were out of specification, and insulation distal end value resistance was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the nozzle was clogged by an organic foreign material. There were no reports of patient involvement.